Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). Our investigation for the complaint is finalized. During preventive maintenance, our field service engineer (fse)found stuck fuses and dust build up in the mains inlet. The fse replaced mains inlet and fuses. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. We have received a photo for this complaint to support the failure condition. The mains inlet and fuses have not been investigated, but earlier investigations determined that the cause could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The root cause for the blown fuses in this case has not been determined but the dust that was found in the mains inlet could have been a contributing factor.

Event description:
It was reported that during preventive maintenance, the fuses in mains inlet were stuck and the mains inlet found with dust build up in it. There was no patient involvement. (B)(4).